Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction; chemical attack which caused the a rubber to peel off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic tracheal intubation under sedation, a round component (o-ring-like) of the tracheal intubation videoscope fell into the bronchus. Forceps were used to retrieve the component which resulted in a procedural delay of less than 30 minutes. The procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplement report is being submitted to provide a correction to the investigation results. Updated fields: h6 conclusion. The investigation found the a-rubber possibly peeled off by chemical stress. It is likely this would not occur so quickly if the product was reprocessed as instructed in the instructions for use (IFU).

Event description:
No additional information received from customer.